Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. On inspection by the field service engineer the reported issue could not be reproduced. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during a surgical procedure on (B)(6) 2026, the hospital team reported that during surgery, the led of the arm height adjust was blinking intermittently on the visulisation bedside unit (vbsu, and the hud icon of the vbsu was also blinking intermittently. The surgeon was unable to move the vbsu arm. The vbsu was power-cycled, and port training was performed again. After some time, the issue repeated intermittently. The procedure was converted to a laparoscopic procedure. It was confirm that there was no impact on the patient, the conversion was carried out with no complications. There was no clinically significant delay in the procedure. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries